Event description:
Pt, with a history of degenerative joint disease and chronic knee pain. The medications included rofecoxib, oxycontin, oxycodone, and calcium with vitamin d. Pt had also received viscosupplementation approximately one year ago with relief of pain without complications. Pt had been independent and ambulating well. Four days after receiving a synvisc injection to both knees for the chronic pain, pt presented with fever, chills, and the knees became warm, erythematous and swollen with worsening knee pain (10/10) in severity. Pt was unable to bear weight, the range of motion was limited to appoximately 30 degrees bilaterally and increased bilateral tenderness in the latteral joint line was noted. Laboratory results revealed a normal white blood cell count, esr (1 hour) 70 mm/hr, c-reactive protein (crp) 20.6. A venous doppler ultrasound was negative for dvt. Radiographs of the knees revealed bilateral effusions and evidence of severe osteoarthritis. Bilateral knee arthrocentesis revealed (left/right) white blood cell count 11,300/10,500 with normal differential, red blood cells 475/3800, and no crystals. Gram stain and cultures were negative. The pt was admitted for pain management and transferred to sub-acute rehabilitation for three weeks where pt responded well to corticosteroid injections and physical therapy. The authors commented that the presence of fever, debilitating pain and joint effusions suggested both a systemic and local reaction to the use of synvisc.